Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead but thresholds were stable during implant. Then the post-operative check revealed an inability of the rv lead to capture consistently. It was noted that an x-ray did not demonstrate a gross dislodgement, but based on threshold numbers the lead needed to be repositioned. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).